Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing revealed the device failed accuracy testing. As the reported problem was unknown, the problem was unable to be verified or duplicated. To address the delivery accuracy issue, the expuslor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.